Event description:
An arrhythmia was induced during an attempted implant. The replacement ICD detected the arrhythmia and began to charge but did not sound normal. External defibrillation was performed while the device continued a prolonged charge. A review of the stored egm directory showed that the noise had occurred prior to the induction and after a forced capacitor maintenance has been performed.